Event description:
It was reported that after some time running, the programmer screen starts to blink, then the image goes off. The programmer was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported that after some time running, the programmer screen starts to blink, then the image goes off. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the programmer was returned and analysis was unable to confirm the customer comment, the device was left on for two days and no screen issues were noted. The device passed all functional and systems tests and no anomalies were found. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID 2067l programmer rf (radio-frequency) head, product ID 229047 pacing system analyzer. (B)(4).